Event description:
Reporter indicated that a dell handheld computer's screen has been freezing during interrogations. Physician was instructed on performing a soft reset to resolve the problem. The device will not be returned.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.